Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. Visual analysis showed that the imaging window was kinked near the tip. However, there were no signs of a catheter twist. The telescope was also kinked, and the guidewire exit port were torn. Regarding the observed kinks in the imaging window, this can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the imaging window could bend and consequently collapse into a kink. All compiled information on this investigation determines that the most probable cause is: adverse event related to patient condition.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The target lesion was located in the left anterior descending artery (lad) and was 100% stenosed, mildly tortuous, and severely calcified. When attempting to cross the opticross catheter through the lad, the tip of the catheter was bent and the catheter became stuck on the guidewire. The catheter was removed from the patient and the procedure was completed successfully using another method. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The target lesion was located in the left anterior descending artery (lad) and was 100% stenosed, mildly tortuous, and severely calcified. When attempting to cross the opticross catheter through the lad, the tip of the catheter was bent and the catheter became stuck on the guidewire. The catheter was removed from the patient and the procedure was completed successfully using another method. No patient complications were reported.